Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. During pm, the pse performed operational check and the green led had illumination failure was confirmed so the power switch overlay was replaced. No parts were returned for failure investigation. During pm, the pse replaced the power switch overlay to address the issue of power switch led failure. The pse also replaced as part pm the unit's blower assy., lithium-ion battery, cooling fan, oxygen filter, tubing kit, air inlet filter and cooling fan filter. Unit was tested and passed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 20.

Event description:
During periodic maintenance (pm), the product support engineer (pse) reported the green led had illumination failure. The customer reported there was no patient involvement.